Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 351 mg/dl and 598 mg/dl. Customer¿s current blood glucose value was 566 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer treated highs with manual injections. The customer blood glucose was 53, 63 and 366 mg/dl. The customer treated lows with glucose pills. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer states the drive support cap appears normal. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened( act and up) button dome switch (no crease) and partial unlocked keypad connector during visual inspect noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify under delivery anomaly due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.